Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 945 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of nauseous and vomiting. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was in intensive care unit with insulin drip. The customer was wearing the pump at time of emergency room visit.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and displacement accuracy test due to prime anomaly. Device had minor scratched display window, cracked reservoir tube and cracked reservoir tube lip.